Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2023 and one other similar event has been reported caused by a rusted bearing. The cause of this specific event has been traced back to electro-mechanical failure of the stirrer motor that can be originated by the specific use condition at customer site and may have contributed to the reported issue. However there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. During investigation of a previous event, in october 2024, the stirrer motor was replaced due to a rusty bearing. Field service was dispatched and it was found that the stirrer motor was not working. When turned by hand, it turned with noticeable resistance and smelled of burning. The stirring mechanism was replaced and device regained its efficiency. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t, during priming, displayed an error message on the patient circuit display meaning stirring mechanism will not start (does not take in enough power, ee05). There was no patient involvement.